Manufacturer narrative:
Operator error likely: alleged stability issue could not be duplicated.

Event description:
Consumer was at her son's engagement and went up an incline and allegedly fell backwards.

Event description:
Consumer was at her son's engagement and went up an incline and allegedly fell backwards.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.